Event description:
It was reported that a user error occurred when a customer attempted to fill their tubing but was prompted by the pump to remove and replace the cartridge unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge as instructed by the tandem mobi app, and the issue was resolved with the system operating properly. Technical support provided education on proper usage, and the customer resumed insulin delivery successfully. A replacement cartridge was requested and will be sent.